Manufacturer narrative:
Investigation summary/conclusion: based on the available information, the root cause of the error message cannot be established, as the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned for analysis; thus, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during routine follow-up the pacemaker was found to be in safety mode. The device was explanted on (B)(6) 2026. It was not reported whether the pacemaker would be returned for analysis.

Event description:
It was reported that during routine follow-up the pacemaker was found to be in safety mode. The device was explanted on (B)(6) 2026. It was not reported whether the pacemaker would be returned for analysis.